Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by health authority that the patient underwent a frontal avulsion procedure on (B)(6) 2019 and suture was used. The needle broke during skin closure. The broken piece did not fall inside the patient. Another device was used to complete the procedure. There were no reported adverse consequences to the patient. No additional information could be provided.